Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery test. No excessive no delivery alarm or motor error alarm during testing noted. Motor passed motor test. Unable to prime during the prime test due to faulty force sensor resistor. Pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple no deliveries. The customer changed the set and the reservoir with no resolution. The customer's blood glucose was 83 mg/dl at the time of incident. The pump is returning.